Event description:
Device was sent in for repair only. Upon receipt, it was noted that one of the rivets on the tip had come free from the device and the piece was missing. In contacting the hosp, co found that it was not known where or how the device became broken. No hosp incident report had been filed and no pt injury had been reported. Since the hosp cannot answer as to the location of the missing piece, we are taking the conservative approach and filing this MDR.